Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that fibers were found in the operative site. No patient harm reported. Additional information and sample has been requested.

Manufacturer narrative:
The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. The customer reported that they have been finding small fibers in the operative site. A sample has not been returned, therefore, visual inspection could not be conducted to examine the fiber. This file will be processed for closure and opened at a later date if the sample is received. Although a sample was not returned for this complaint, the drawing of the customer's pack was reviewed and various sources were identified as potential contributory factors to blue fibers. These components include the blue cloth towels, gowns, mayo stand cover, and back table cover. One recommendation is that the customer contact their account manager about moving to a different mayo cover and gowns. This could assist in preventing blue fiber contamination. The customer can also discuss the option of changing to a synthetic towel in place of the blue cloth towels currently in the packs. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. Action will not be taken for this occurrence. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. It is also recommended that the customer place the instruments on a mayo tray and avoid placing them directly on the mayo stand cover or back table cover. Additionally, the instruments should be wiped before passing back to the surgeon. This will assist in preventing lint contamination on instruments. The manufacturer internal reference number is: (B)(4).